Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via low impedance alert. Upon interrogation, the right atrial lead exhibited chronic low impedance since implant. All other electrical measurements were normal. No intervention was performed.